Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced low blood glucose (bg) levels; value not provided. Reportedly, the customer's health care provider (hcp) stated low bg was due to incorrect pump settings. The customer's hcp provided tandem technical support with adjusted pump settings to treat low bgs. Customer declined to provide further information or adjust settings.